Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the replacement of the control pc board solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The control pc board contains electronics (including microprocessor) responsible for i.e., for inspiratory pressure regulation which can be used during inspiration time in any mode. The device's logs were not provided for further analysis. Our conclusion is that the replaced part was the cause of the failure.